Manufacturer narrative:
Unit seated at the beginning of displacement test without reservoir due to moisture damage on forced sensor resistor. Unable to confirm excessive no delivery alarm due to seating anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarms. The customer's blood glucose levels was 130 mg/dl. The customer stated that they have tried all remedies but issue of no delivery alarm was unresolved. Product will be expected to return for analysis.